Manufacturer narrative:
The insulin pump passed displacement test and self test. The device was monitored no missing segment during test. The device was received with minor scratched display window, broken battery tube threads, partially broken reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 137 mg/dl. The customer reported that the segment was broke off where the reservoir locks into place of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.